Event description:
Caller reported potential false negative urine hcg results using medi-lab performance hcg urine test-cassette in comparison to a quantitive serum results of 50 miu/ml. External controls were not performed. The read time was three to four minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: no investigation can be performed without lot number. Conclusion: patient's serum was quantified at 50 miu/ml. Urine hcg levels are usually lower than in serum. Patient's urine hcg levels may have been below cutoff. Customer did not provided a lot number. Unable to perform further investigation to determine root cause. This issue will be tracked and trended.